Manufacturer narrative:
.

Event description:
It was reported that the pt felt tingling and cramping in her feet for a long time after stimulation is turned down and off. The symptoms began following a fall. The pt also experienced pulling in her abdomen. The impedances of the implantable neuro stimulator were normal. The implantable neuro stimulator was reported as being slightly flipped to the left. The device had been implanted in the abdomen.